Event description:
It was reported to vyaire medical that the vela ventilator occurred auto-cycling. The issue occurred during patient-use. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite. Ovp (operational verification procedure) and performance check were performed and all passed. All work was accomplished per vela service manual. The unit is operational and meets OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available